Event description:
It was reported that the blue clasp broke off from a silent nite 3d no further information was received.

Manufacturer narrative:
The device is expected to be returned. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date; therefore, an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing, which may have caused the anchor to break off. The manufacturer's internal reference number is: comp-2025-02946. Additional information: a2: "age at time of event, date of birth" b3: "date of event" b5: "describe event or problem" g3: "date received by manufacturer" corrections: h6: updated "type of investigation" code h6: updated "investigation findings" code h6: updated "investigation conclusions" code.

Event description:
Additional information was received by provider and stated that the patient received the appliance on (B)(6) 2024 and reported on 05/22/25 that the anchor broke and discontinued using the appliance, did not suffer permanent injury or required any medical/surgical procedure. It is reported that the patient followed cleaning and storage directions as per the device's instructions for use.